Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unknown source regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient complained of pain at pocket site. Patient was treated with antibiotics unsuccessfully. The healthcare provider (hcp) suspected infection at pocket site due to redness and inflammation. He opened the pocket and confirmed infection visually. He decided to remove the whole system.